Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Upon interrogation there was a check right atrial (ra) lead and check left ventricular (lv) lead error messages. The ra lead had a low out-of-range impedance measurement. The lv lead had low amplitude measurements. Boston scientific technical services (ts) recommending monitoring patient. The patient is pacemaker dependent however there were no adverse patient effects were reported. The device remains in service.